Event description:
Information received by medtronic indicated that the customer received critical pump error with another pump error alarm. No harm requiring medical intervention was reported. Troubleshooting was performed but issues were unresolved, customer will discontinue to use the device. The pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer complained about the unit having a no motor movement or negligible movement. Retries to free a stuck motor failed. And open book error on event date of (B)(6) 2022. The device passed the active current measurement test, sleep current measurement test, and self test. Device alarmed no motor movement or negligible movement. Retries to free a stuck motor failed. During rewind test on (B)(6) 2022 at 08:55:11.000. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test due to no motor movement or negligible movement. Retries to free a stuck motor failed. Successfully downloaded history files and traces using thus. No motor movement or negligible movement. Retries to free a stuck motor failed. Was present in the history download on event date of (B)(6) 2022 at 21:30:42.000. Tested with a test p-cap and the test p-cap locked in place properly. Device was cut open to perform visual inspection and found evidence of moisture damage on the electric board and motor. The following were noted during visual inspection: cracked case (battery tube), pillowing keypad overlay. No motor movement or negligible movement. Retries to free a stuck motor failed. Was confirmed due to exposure to moisture on the motor. Open book error not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.